Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported feedback that the pca keys can be purchased online via non-bd retailers (amazon). The customer is requesting product enhancement on pca modules, such as "strengthening the security" of the device and would like to explore the possibility of "implementing key code passwords as an alternative to physical keys." Although requested, further information was not provided.